Manufacturer narrative:
(B)(4). Batch #unk. The additional information was requested and the following was received: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What color cartridge(s) were used? Could you please provide a timeline of events? What is the current patient status? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? A leak test was performed as he does one every time. The surgery was performed on (B)(6) and the patient was taken back to sx in (B)(6). Not told how the leak was discovered. The cartridge was blue with one peristrip used in the anvil side only. Unknown how the patient is doing as the physician and his np have told us that they will not discuss the situation until after the first of the year. The physician is concerned that something is going on with our stapler. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a laparoscopic gastric sleeve the patient had a leak at the apex of the stomach. A second operation was performed to repair the leak. The patient is still in the hospital.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2023. Additional information: standard operating practice is to fire first with green cartridge and then follow with blue cartridges. The surgeon uses buttress (baxter peri strips) on the anvil side for the last firing at eg junction of sleeve gastrectomy procedure. Leak test is standard practice and was performed. The patient did not present any difficulty. The surgeon felt everything went smoothly. However, leaks were still experienced. Not sure of the tissue quality at the location of the leak. Patient is doing better.